Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Protocol number: similar to device marketed under p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: green trigger wire release was really difficult to retrieve.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 05jan2023: because of the difficulty to release the trigger it was difficult to maintain a stable position for the deployment. So the graft was a little bit covering the left carotid (5mm). The surgeon preferred to secure the left carotid by putting a stent in it. The surgeon is used to doing fenestrated cases. So he is quite familiar with the releasing of trigger wires.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the green trigger wire release mechanism of a zdeg-pt-40-32-165-pf (complaint device) was really difficult to retrieve. The physician was able to release green trigger wire release mechanism pulling very hard. It resulted in a little bit covering the left carotid artery (5mm). The physician preferred to secure the blood flow of the left carotid artery by putting a stent in it. The physician´s plan was to cover the lsa and to land just distal to the lcca. The patient had anatomy of common birth of the brachiocephalic arterial trunk (tabc) and lcca. Per the reported information the green release knob was not rotated when pulled back. Per the instructions for use, the green trigger wire knob should be withdrawn in a continuous movement until the proximal end of the graft opens. The green trigger wire knob should not be rotated. As no complaint device was returned for investigation, it has not been possible to determine the cause of the reported event. However, unintended use error possibly caused or contributed to the reported event. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.